Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found unit would not power up caused by generator defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported event could not be determined because the unit is an original equipment manufacturer (OEM) product and cannot be opened site for further investigation. The erbe unit will be sent to the OEM for further analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the erbe vio iesu will not power on. Customer verified good ac outlet and secure power cord and reset the main power button. Customer said she can hear some sound inside the unit, but it will not power on and here's no display. Technical support engineer (tse) suggested alternate generator; the force triad. Customer is checking to see if a force triad is available. They are preparing for a procedure and have ten more today. There was no reported injury.